Event description:
It was reported by the dr's office that the door came open on a sterilizer during a cycle. Nobody witnessed the event but, according to the dr., she heard a loud boom and went into the room where the sterilizer was and found the door open and the instruments on the floor. A distributor service tech evaluated the product and was unable to duplicate the incident or determine the cause. The sterilizer was repaired and put back into service. The tech disposed of the components involved.